Event description:
It was reported that the device had early battery depletion due to high left ventricular (lv) lead thresholds. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194, implantable pacing lead, 2008-(B)(6); 5076, implantable pacing lead, 2008-(B)(6). (B)(4).